Manufacturer narrative:
(B)(4): during investigation the pump powered on normally with no visible damage or defects noted. All keypad buttons were found to be responding appropriately; there was no hypersensitivity found to the buttons. The pump was exercised for 24 hours with no unprogrammed boluses occurring. Two 10-unit boluses were performed during investigation and were accurately recorded in the pump history. A review of the pump history correctly shows the boluses that were programmed during testing, and did not indicate any unprogrammed boluses. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Event description:
The reported contacted animas on (B)(6) 2012, reporting that the ezmanager download indicated boluses that the patient did not perform. Customer support reviewed the pump with the reporter. The reporter stated that the pump showed 8 boluses on (B)(6) 2012, of which 3 were programmed. On (B)(6) 2011, the pump showed 5 boluses of which only 2 were programmed. The reporter also stated that there appeared to be a discrepancy in the basal history as the history showed the pump delivered 8:00 am to 1.5 units/hour but should have been 1.7 units/hour and 12:00 pm showed 1.1 unit/hour but should have been 1.3 units/hour. The reporter confirmed that there were no temporary basal rates and no changes to the basal rate or the pump time and date. The reporter confirmed that there was no damage to the keypad and the buttons were responding appropriately. The patient reportedly wore the pump in a pouch attached at the waist and did not use the locked function. The reporter confirmed that there were no blood glucose excursions related to the issue. This report is made based on the allegation that the pump history showed boluses that were not programmed by the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.